Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. Iol (intraocular lens) was not returned. Only the device was returned. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle. No damage observed. Iol was not returned. Stress and aneurysm observed on the nozzle tip. The product investigation could not identify the root cause for the reported complaint "per surgeon the haptic was abnormally folded". The lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Due to the lack of information, we are unable to verify if the product contributed to the event. No damage was observed to the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, las per surgeon the haptic was abnormally folded. Lens did not come in contact with the patient, and no patient harm was reported. The procedure was completed on the same day. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).